Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. The customers submitted samples resulted as negative on the neo and in manual capture. An antibody identification panel was performed by tube method and positive results were obtained. The samples were also tested using a different lot (r358) of ready-screen (3) test wells and negative results were obtained. In-house testing confirmed the presence of the c antigen on retention product, lot r350.

Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r350, during validation on the neo.